Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was getting an MRI for an unrelated reason. The patient stated that their battery is "off" and the battery is dead. It was reviewed that the battery would need to be recovered before communication would be possible. The patient reported being frustrated by the system. No further complications were reported. The hcp reported that per the patient, the MRI mode screen was displaying ¿eligibility cannot be determined.¿ the hcp indicated that the patient was to have an MRI for reasons unrelated to their device or therapy. However, the hcp stated that the patient¿s implantable neurostimulator (ins) stopped working. They mentioned that the patient had to charge their external device in order to turn the ins on and attempt to activate MRI mode. The hcp noted that the patient said they normally don't ¿use anything¿ because the ins doesn't work. The hcp had no additional information regarding why the ins didn't work but indicated that the patient is having discussions regarding having the ins removed. It was also mentioned that the patient¿s stimulation was not on. Is was stated that issue occurred about a year ago. No further complications were reported or anticipated.